Event description:
It was reported that the patient presented in-clinic after feeling the patient vibratory notifier. Upon interrogation, the device was found to have reached elective replacement indicator (eri). Premature battery depletion was suspected as the longevity of the device lasted less than four years. The device was explanted and replaced. The patient is stable.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Longevity analysis found the battery depletion to be within overall longevity. The rapid battery depletion was due to excessive charging. Bench testing found the device to be normal. No anomalies were found.